Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic'), ruptured ectopic pregnancy ('raptured ectopic pregnancy') and salpingitis ('acute perisalpingitis') in a 27-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, loop electrosurgical excision procedure, parity 1 ((B)(6) 2003) and tubal pregnancy. Concurrent conditions included lower abdominal pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraine/headaches"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergy: other"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and migraine outcome was unknown, the pelvic pain was resolving and the abdominal pain and hypersensitivity had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, ruptured ectopic pregnancy, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported ??-(B)(6) 2008, now (B)(6) 2009. Plaintiff is currently planning for essure removal. Discrepancy noted for lab data hysterosalpingogram performed prior but now reported plaintiff does not undergo essure confirmation test, do you allege that essure caused birth defects? Yes. (B)(6) 2008 (per ppf- please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) -2009: 1. Material from right fallopian tube: blood clot with acute inflammation. 2. Right fallopian tube: ectopic pregnancy with acute perisalpingitis and surface hemorrhage. Ultrasound pelvis - on (B)(6) 2009: 1. Patient has marked amount of pelvic pain. 2. Probable ectopic pregnancy. 3. Pelvic ultrasound done on (B)(6) 09 at (B)(6) hospital revealed bilateral adnexal masses with no I up. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. Essure insertion date updated, lot number added and event outcome of pelvic pain was updated to recovering / resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic'), ruptured ectopic pregnancy ('raptured ectopic pregnancy') and salpingitis ('acute perisalpingitis') in a 27-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, loop electrosurgical excision procedure, parity 1 ((B)(6) 2003) and tubal pregnancy. Concurrent conditions included lower abdominal pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraine/headaches"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergy: other"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and migraine outcome was unknown, the pelvic pain was resolving and the abdominal pain and hypersensitivity had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, ruptured ectopic pregnancy, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2008, now (B)(6) 2009. Plaintiff is currently planning for essure removal. Discrepancy noted for lab data hysterosalpingogram performed prior but now reported plaintiff does not undergo essure confirmation test, do you allege that essure caused birth defects? Yes. (B)(6) 2008 (per ppf- please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2009: 1. Material from right fallopian tube: blood clot with acute inflammation. 2. Right fallopian tube: ectopic pregnancy with acute perisalpingitis and surface hemorrhage. Ultrasound pelvis - on (B)(6) 2009: 1. Patient has marked amount of pelvic pain. 2. Probable ectopic pregnancy. 3. Pelvic ultrasound done on (B)(6) 2009 at (B)(6) hospital revealed bilateral adnexal masses with no I up.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') and ruptured ectopic pregnancy ('ruptured ectopic pregnancy') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, loop electrosurgical excision procedure, parity 1 ((B)(6) 2003) and tubal pregnancy. Concurrent conditions included lower abdominal pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In january 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis ("acute perisalpingitis") and hypersensitivity ("allergy: other"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the abdominal pain and hypersensitivity had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, ruptured ectopic pregnancy, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2008, now (B)(6) 2009. Plaintiff is currently planning for essure removal. Discrepancy noted for lab data hysterosalpingogram performed prior but now reported plaintiff does not undergo essure confirmation test, do you allege that essure caused birth defects? Yes. (B)(6) 2008 (per ppf- please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2009: 1. Material from right fallopian tube: blood clot with acute inflammation. 2. Right fallopian tube: ectopic pregnancy with acute perisalpingitis and surface hemorrhage. Ultrasound pelvis - on (B)(6) 2009: 1. Patient has marked amount of pelvic pain. 2. Probable ectopic pregnancy. 3. Pelvic ultrasound done on (B)(6) 2009 at (B)(6) hospital revealed bilateral adnexal masses with no I up. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case become incident, essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic'), ruptured ectopic pregnancy ('rapture ectopic pregnancy'), salpingitis ('acute perisalpingitis') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, loop electrosurgical excision procedure and parity 1 (B)(6) 2003). Concurrent conditions included lower abdominal pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In december 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and hypersensitivity ("allergy: other"). The patient was treated with surgery (partial salpingectomy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown and the abdominal pain and hypersensitivity had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, ruptured ectopic pregnancy, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported ??-(B)(6) 2008, now (B)(6) 2009. Plaintiff is currently planning for essure removal. Discrepancy noted for lab data hysterosalpingogram performed prior but now reported plaintiff does not undergo essure confirmation test, do you allege that essure caused birth defects? Yes. (B)(6) 2008 (per ppf- please note discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2009: bilateral adnexal masses with no iup. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records : salpingitis quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event allergy: other added. Event outcome updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic'), ruptured ectopic pregnancy ('raptured ectopic pregnancy') and salpingitis ('acute perisalpingitis') in a 27-year-old female patient who had essure (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, loop electrosurgical excision procedure, parity 1 ((B)(6) 2003) and tubal pregnancy. Concurrent conditions included lower abdominal pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraine/headaches"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy: other"), back pain ("back pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, abdominal pain, hypersensitivity and back pain had resolved, the ruptured ectopic pregnancy, salpingitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine and post procedural complication outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, back pain, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, post procedural complication, ruptured ectopic pregnancy, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2008, now (B)(6) 2009. Plaintiff is currently planning for essure removal. Discrepancy noted for lab data hysterosalpingogram performed prior but now reported plaintiff does not undergo essure confirmation test, do you allege that essure caused birth defects? Yes. (B)(6) 2008 (per ppf- please note discrepancy) patient received treatment for: pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2009: 1. Materi.al from right fallopian tube: blood clot with acute inflammation. 2. Right fallopian tube: ectopic pregnancy with acute perisalpingitis and surface hemorrhage. Ultrasound pelvis - on (B)(6) 2009: 1. Patient has marked amount of pelvic pain. 2. Probable ectopic pregnancy. 3. Pelvic ultrasound done on (B)(6) 2009 at palos hospital revealed bilateral adnexal masses with no I up. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event back pain and post procedural complication were added. Outcome of the event ectopic pregnancy updated from unknown to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy'), salpingitis ('acute perisalpingitis') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, loop electrosurgical excision procedure and parity 1 ((B)(6) 2003). Concurrent conditions included lower abdominal pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("suffered physical pain") and abdominal pain ("abdominal area pain"). On (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (partial salpingectomy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, ruptured ectopic pregnancy, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported ??-(B)(6) 2008, now (B)(6) 2009. Plaintiff is currently planning for essure removal. Discrepancy noted for lab data hysterosalpingogram performed prior but now reported plaintiff does not undergo essure confirmation test, do you allege that essure caused birth defects? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2009: bilateral adnexal masses with no iup. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received. Reporter information were added. This case become incident. Medical history and concomitant drug were added. Event : abnormal bleeding (vaginal), menorrhagia, uti, depression, mental anguish, abdominal area pain, pregnancy ectopic , abnormal bleeding (general), device ineffective, acute perisalpingitis, ruptured ectopic pregnancy were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.